Event description:
I presented to (B)(6) medical center ed in (B)(6) 2007 with symptoms consistent with clot/pe. Test results showed a non-occlusive clot in the leg. V-q scan showed moderate probability of pe. A chest x-ray was not ordered due to symptoms already consistent with pe. I was treated with anti-coagulants until (B)(6) 2013. At that time, in preparation for roux-en-y gastric bypass, I underwent testing to find out if clot was the result of specific circumstances or whether genetic clotting risks were present. Testing was negative for genetic clotting risks. At the recommendation of my surgeon, I was implanted with a cook celect ivc filter at (B)(6) medical center in (B)(6) 2008. Post-implantation imaging showed correct placement of the filter. There was no discussion of removal at any point in time. No further symptoms/issues with clots or filters until (B)(6) 2015. On (B)(6) 2015, at 12:30 pm, I began experiencing episodic pain in my lower right flank, radiating straight through the body to the lower right abdomen and radiating down to the right side of the groin. The pain rapidly worsened and increased in frequency, so that the pain was constant and so severe that I could not work, and I presented that way at 2:30pm on (B)(6) 2015 to the (B)(6) hospital ed in (B)(6). A CT scan (w/o contrast) showed the ivc filter had perforated the vena cava in several places. One strut appeared to contact the right ureter. Another strut perforated the l3 vertebra nad fractured outside of the vena cava. There was osteolysis around the strut remaining the l3 vertebra. I was admitted to (B)(6) hospital. A CT urogram on (B)(6) 2015 revealed that the strut was not actually in contact with the right ureter - just very close to it. My mother and I were told by the attending provider that all of the struts was also either perforating the duodenum or was making contact with the duodenum, and that one of the struts was very close to the abdominal aorta. I was transferred to (B)(6)hospital in (B)(6) 2015 (the interventional radiology team at (B)(6) hospital did not feel they could attempt removal of the filter without causing death). On (B)(6) 2015, interventional radiologists at (B)(6) attempted a removal of the ivc filter with the radiational snare/hook/lasso procedure, accessing the vena cava via the external jugular. The interventional radiologists were unsuccessful in the attempt because when they got to the ivc filter, they discovered it was tilted and leaning into the endothelial lining of the vein and had some sort of bio-film over the hook. Plans were made for a second attempt on (B)(6) 2015. Instead, I flew to (B)(6) and went to (B)(6) hospital to see an interventional radiologist trained in the use of the excimer laser. In that doctor's report, he noted that all four primary struts and at least one secondary strut had perforated the vena cava, and that one of the primary struts had perforated the l3 vertebra and had fractured outside of the vein. The ivc filter was successfully removed using the snare, forceps, and excimer laser, except for the piece embedded in the l3 vertebra, which remains today. A CT scan post-removal showed that there was growth of tissue or bone over the opening where the strut perforated the l3 vertebra and I was advised it was too dangerous to attempt to remove the strut that remains in the l3 vertebra. At all times prior to the successful removal of the filter, I was on extremely high doses of narcotics with little pain relief. Pain resolved immediately after filter was removed. I was unable to take prescribed medication for narcolepsy, which is extremely disabling, due to the medicine being counterindicated while using narcotics.